Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt presented with thigh pain and a soft tissue mass laterally, beneath the site of the incision of the primary surgery. The surgeon deemed it necessary to revise the components. At time of revision, a large mass could be observed at this site. Upon incision 20ml (approx) of white milky fluid was aspirated from the mass site. The mass was large and required careful excision. Once excised the asr, femoral head was removed. The corail system was observed and appeared well fixed although there was a small section, proximal and anteriorly, where osteolysis was observed between the corail stem and the anterior femoral cortex. This was, however, very small and seemed to have no effect on the stem fixation. The surgeon felt it not necessary to remove the corail stem. The surgeon then removed the asr cup. Although relatively well fixed, he was able to remove the cup relatively easily.

Manufacturer narrative:
No 510(k) number provided because this implant was sold internationally with different indications for use; it was sold in the u.s. Under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The device associated with this report was not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Addedcorrected: new etq record created in order to update etq (legal system) complaint number dint 14823 reason for original complaintasr revisionright asr xl acetabular systempatient presented with thigh pain and a soft tissue mass laterally, beneath the site of the incision of the primary surgery (rhs). The surgeon deemed it necessary to revise the components.at time of revision a large mass could be observed at this site. Upon incision 20ml (approx) of white milky fluid was aspirated fromthe mass site. The mass was large and required careful excision. Once excised the asr femoral head was removed.the corail stem was observed and appeared well fixed although there was a small section, proximal and anteriorly, where osteolysiswas observed between the corail stem and the anterior femoral cortex. This was, however, very small and seemed to have no effecton the stem fixation. The surgeon felt it not necessary to remove the corail stem.the surgeon then removed the asr cup. Although relatively well fixed, he was able to remove the cup relatively easily with a technique we have devised for the removal of asr cups. Once removed the components were observed.fluid and soft tissue specimens were sent off for analysis. The patient received a trilogy titanium cup, a 32mm lipped liner and a depuy delta ceramic revision head 32mm +5. Please note photos that were taken intra operatively of the fluid aspiration as well as the soft tissue mass excision are being forwarded to us too & we will inturn send them on asap.- the complaint occurred post primary surgery- the complaint did not cause a delay to the surgery. It was the eventual reason for the revision surgery- unfortunately, unable to obtain demographic information of the patient. However, this patient is part of the asr recall and hasbeen approved for re-imbursement. The patients asr reference number as their patient ID or file number has been entered. All these personal details will be accessible from there. Claimsuite number 4733750update from (B)(6) spreadsheet (B)(6) 2011: surgeon, hospital, descupdate: corrected lot code for femoral implant - information received (B)(6) 2012update received (B)(6) 2013. Additional reason for revision, surgeon, implant date reason(s) for revision: alval / soft tissue reactionforwarded to us too & we will inturn send them on asap.the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.